Event description:
Rptr urinated directly into the container. After the first urination, they began to feel a burning sensation. 15 mins later they took a shower. Rptr then began to urinate in a separate container then poured it into the "acid jug." Rptr looked at the label and realized that the product expired 6 mos ago. They contacted the hosp and was informed that they would call them back. Label states that the urine should be collected in another container and then carefully poured into the "acid jug."